Event description:
The customer reported the system displayed an error code message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, communications printer circuit board, and auxilliary interface printer circuit board were replaced. The system was then found to be operating as intended.